Event description:
It was reported that the wake button became detached from the pump. Customer's blood glucose had no adverse impact. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.